Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit power did not turn on.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the device and stated there is no problem with other keys. There is no alarm log nor fault log. The display test was normal, and no recurrence after running test. The field service engineer (fse) reinstalled the software (c.06) and returned it after confirming that the symptoms did not recur.